Manufacturer narrative:
Article citation: messa, charles a, and charles a messa. ¿one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures.¿ aesthetic surgery journal, 2019, doi:10.1093/asj/sjz143. The events of infection and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to infection, rupture, and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via journal article: "one-stage augmentation mastopexy: a retrospective ten-year review of 2,183 consecutive procedures." The events of "capsular contracture," baker grade iii or IV", "infection", "rupture", "hematoma", "implant malposition", and "implant palpability" were reported against an allergan inspira srm breast implant. Affected side unknown. Device status is unknown.